Event description:
It was reported that during preparation for a stent graft procedure of an aortic aneurysm the equalizer balloon catheter was removed from the package and the shaft was broken. There was no patient contact. The procedure was successfully completed with another equalizer balloon catheter.